Event description:
It was reported that during an scoliosis procedure, as the device was being used and was interacting with bone the message error 5 would come up and it would default to stand by mode. This happened 7 to 8 times and was restarted until not would not activate. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. When an error code is displayed the system automatically goes into standby mode. Troubleshooting steps to be followed are: tighten instrument using blade wrench. Clean distal end of the instrument sheath. Depress standby to clear error code and return to ready mode. Activate system if error still occurs: confirm generator is in standby mode. Install test tip to isolate problem. Press test button. If systems functions with test tip, replace instrument. If system faults with test tip, replace handpiece. When these steps are not followed, and the surgeon continues, to use the blade, (which may be cracked due to damage), the crack can propagate and result in a broken blade.